Event description:
International affiliate reports that the expedium single-inner set screw was poorly positioned during final closure. When the set screw was removed intra-operatively, threads of the set screw were found to be damaged and sections of threads were torn away from the device. The event did not result in any adverse consequences to the patient and there was no significant delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and complation of the evaluation.

Manufacturer narrative:
No definitive conclusions can be made. Visual inspection found segments of the set screw thread had been stripped. The remaining thread segments showed signs of material deformation suggesting that the set screw was cross threaded when inserted. Review of the device DHR found the lot met specification requirements when released to stock. At this time, the complaint is considered to be closed.